Event description:
The device was used during a laparoscopic procedure. Reportedly, the device broke and a component disengaged into the pt's cavity. Post-operatively, the pt was returned for bleeding. The surgeon applied sutures to control the bleeding. Completion of the procedure is unknown at this time. The hospital has reported no pt injury occurred.